Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood 256 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that they are able to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33 test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had broken belt clip slot, cracked reservoir tube lip, battery tube threads cracked, minor scratched lcd window and missing end cap sticker.